Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a loose pitch cable at the proximal clevis. The instrument housing was removed and found with derailed pitch cable from the input shaft. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. No damage was observed to the input shaft or clamping pulley.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument's cable stuck out. No fragments fell into the patient. The device was not used on the patient at the time of the event.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the device has not been returned for evaluation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.